Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. A review of manufacturing and sterilization records was performed on all omni devices used in the original surgery. There was no evidence in the files that showed a correlation that would result in pt infection.

Event description:
The sales rep reported a revision knee surgery due to possible pt infection, excessive wound drainage. The surgeon removed and replaced the tibial insert and retaining bolt. The original implant surgery was on (B)(6) 2013, and the revision surgery was on (B)(6) 2013.